Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to low blood glucose. The cause of death was heart failure. The caller stated that the customer had health issues that may have led to the customer's passing. The customer¿s blood glucose was 14 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 5 weeks prior to passing due to hospitalization. The customer was not using sensors. The customer's heart had stopped during dialysis and so they installed a pacemaker into the customer. The customer was pocketing food in their mouth and was not processing food normally due to ongoing lows and digestion issues. The caller stated the pump functioned appropriately. The caller declined to return the insulin pump for analysis.